Event description:
Updated information received product/lot numbers.

Manufacturer narrative:
Updated (B)(4) 2012 email: post-operative infection was (B)(6). Product/lot numbers provided. Examination of the reported devices by a depuy commercialized product development engineer finds the presense of both male and female taper fretting corrosion. Independent analysis of the provided samples by (B)(6) confirms corrosion. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. The parts all conformed to specifications. It was reported that the patient was revised due to a (B)(6) infection. The patient was implanted (B)(6) 2010 and explanted (B)(6) 2012. It is not likely the reported devices contributed to the patient's infection 2 years after implantation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Revision surgery was performed for possible infection, and removed the implants. During surgery, black foreign matter like a metallic powder was found of the head and the neck junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.